Manufacturer narrative:
The insulin pump alarmed during the self test due to a faulty connector at the radio frequency board. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the customer was receiving an alarm every morning at 10:00 am. The customer's blood glucose was 99 mg/dl. During troubleshooting, the customer was advised to program a bolus into the air. The bolus amount was recorded in the bolus history. A self-test was performed and failed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.